Manufacturer narrative:
Medwatch number: (B)(4). The complete patient identifier is (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. It was reported the device will be returned pending release by the customer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2014. According to the complainant, the peg tube fell off while the patient was in the shower. Patient brought the detached peg tube to the clinic and the internal bolster was missing. Radiology studies revealed no signs of internal bolster retention. A new endovive safety peg kit pull method was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.